Manufacturer narrative:
Device was scrapped by stryker.

Event description:
It was reported that during inspection in sterile services at the user facility, the delrin ball was missing from the aseptic housing. A missing delrin ball can result in the opening of an aseptic housing during a procedure, which can lead to exposure of the non-sterile battery to the sterile field, but that was not reported in this case. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.